Event description:
It was reported and learned through investigation that a patient with a 30mm 5200 physio ii annuloplasty ring in the mitral position underwent a ring replacement after an implant duration of nine (9) years, 8 months due to dehiscence. The ring was observed to be distorted. The procedure was completed with a 27mm 11400m mitral valve and patient was in recovery post-operative.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b2 - b4, b5, e1, g3, g6, h2, h6 (impact code, type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per (B)(4), ring suture dehiscence may occur early or late. This may present as para-ring leak/regurgitation. When it occurs in the perioperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of valvular disease. This type of event is not a malfunction of the device related to a manufacturing deficiency. Per (B)(4), an engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Per (B)(4) CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances and no other triggers are met. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported and learned through investigation that a patient with a 30mm 5200 physio ii annuloplasty ring in the mitral position is under evaluation for a reintervention procedure after an implant duration of nine (9) years, seven (7) months due to dehiscence. The ring was observed to be distorted. The patient has not been treated yet.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.